Event description:
Ous MDR - it was reported that after about 10 years of implant duration oversensing was noted on this lead and the lead was deactivated. No significant modifications in pacing or shock impedance were observed. On (B)(6) 2014 the lead and ICD were explanted and not replaced. Complications were observed during the extraction with vascular lesion and consequent left hemothorax requiring a thoracic drainage. After drainage removal on (B)(6), serious desaturation was observed and assisted ventilation was started. Tc exam showed right pulmonary embolism. Patient was still in intensive care unit after 10 days from the extraction procedure. The patient is a brugada syndrome patient.

Manufacturer narrative:
The performance of the lead and the ICD under complaint was scrutinized. The analysis of the lead demonstrated multiple signs of wear. In particular at 16.5 cm distal to the is-1 connector pin, the insulation was found rubbed through. At this position the coating of the conductor cable to vcs shock coil was found damaged. This insulation damage can be considered as the root cause for the observed oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The inspection of the ICD revealed no deviations. The ICD proved to be fully functional. There was no indication of a material or manufacturing problem.